Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the rep that prior to a lap adjustable band procedure, the band was found to have a hole in it. Another device was used to complete the procedure. There was no pt involvement.